Manufacturer narrative:
(B)(4). On november 28, 2011, the FDA granted the permission for the manufacturer fidia (B)(4). To submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4). And imported into the USA by fidia (B)(4). As a consequence, fidia (B)(4) ( the manufacturer) should submit reportable cases on behalf of fidia (B)(4) (the importer). However, since this is a non-us case of which fidia (B)(4) has become aware in its role of product manufacturer, fidia (B)(4) does not have any reporting obligation. Pharmacovigilance comment: the possibility that allergic reactions can rarely occur after receiving hyalgan is recognized and reported in the product labeling. However, the individual patient's history,which included sensitivities and allergies to many substances, may have contributed to the occurrence. No batch number was received for this complaint; therefore, no investigation can be conducted. No further information is expected for this case. Conclusion: no investigation possible. Case status: closed.

Event description:
This is a spontaneous, medically unconfirmed, report from (B)(6), fidia (B)(4) was informed of this event through the national pharmacovigilance network (worldwide unique case identification no: (B)(4)). The case was entered by (B)(6)" that informed both the (B)(4) of health and the company. A (B)(6) year-old female patient, suffering from ostearthritis of the knee, received weekly intra-articular injections of hyalgan 20 mg/2ml from (B)(6) 2014. She experienced an allergic reaction with oedema. The patient's medical history was characterized by drug allergy (codeine based-products, local anaesthetics, antibiotics, heparins), food allergy (kiwi, peas). The patient was also allergic to cats. The patient recovered from the occurrence on (B)(6) 2014. No further information is available.